Event description:
Reportedly, the device was explanted after an implant duration of 47.17 months due to unknown reasons. Per the cer: the device was explanted and a smaller ring was implanted as a replacement. No further details were provided. Information was learned through (B) (6) implant patient registry. The device will not be returned (discarded).

Manufacturer narrative:
No additional information is forthcoming. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. This was determined reportable per edwards lifesciences procedures. Customer letter not requested. Device will not be returned, discarded.